Manufacturer narrative:
Batch review performed on 22 april 2022: lot 173641: (B)(4) items manufactured and released on 11-oct-2017. Expiration date: 2022-09-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2018. Additional device involved. Batch review performed on 22 april 2022: gmk-sphere 02.12.t3i4r tibial tray fixed cemented size t3-i4 r (k121416) lot. 175637: lot 175637: (B)(4) items manufactured and released on 04-jan-2018. Expiration date: 2022-12-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 4 years after the primary, the patient came in reporting pain and the surgeon observed that the components were loose and the cause is unknown. The surgeon revised all components and the surgery was completed successfully.